Event description:
It was reported there was a catheter issue and a cerebrospinal fluid (csf) leak at the entry site of the catheter in the spine. It was noted, the location of the catheter issue was the entry site in the spinal area. The reporter stated, the healthcare professional (hcp) observed csf leak at the catheter entry site in the spine and closed the site with a suture to help stop the leak. It was noted that a dye study was done. It was further noted the dye study was negative and the catheter was working properly. It was noted, the patient had a headache. It was further noted, the patient status at the time of this report was alive with no injury. There was no drug in the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).